Event description:
The customer reported that a falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on the dimension vista 500 instrument. The erroneous result was reported to the physician(s), who questioned the result. A new sample was drawn from the same patient on (B)(6) 2024 and the new sample was processed on the original instrument. The new sample result recovered lower than the erroneous result and was considered correct. The original sample was also repeated on the original instrument on (B)(6) 2024. The repeat result recovered lower than the erroneous result and was considered correct. Additionally, an extra sample tube drawn from the patient on (B)(6) 2024 that was not tested on (B)(6) 2024 was processed on the original instrument on 15-may-2024; the sample recovered lower than the erroneous result and was considered correct. The result of <0.010 ng/ml was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tpsa result.

Manufacturer narrative:
A united states (us) customer contacted the customer care center (ccc) and reported a falsely elevated total prostate specific antigen (tpsa) result on a patient sample obtained on a dimension vista 500 instrument. Quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed preventative maintenance (pm) on the instrument. Siemens further evaluated the event and determined that there were no issues with the reagent as qc and accepted calibration were acceptable. The customer reviewed other samples that were processed for tpsa on the same day and determined they recovered acceptably. The actions performed by the cse as a part of pm resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.